Manufacturer narrative:
Section a1 patient identifier has a character limit, the full patient identifier is (B)(6). Section a patient information, no additional patient information was provided. This report is being filed on an international product, list number 7p45-22/-32 that has a similar product distributed in the us, list number 7p45-40/-45, and 510k/PMA/bla of k210596. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I toxo igg on a prenatal patient on (B)(6) 2025. Sid (B)(6), tested on (B)(6) 2025 alinity I toxo igg 7.2 iu/ml reactive, alinity I toxo igm 0.13 index nonreactive. Previous testing was (B)(6) 2025 alinity I toxo igg 1.40 nonreactive, alinity I toxo igm 0.10 index nonreactive. Previous testing was (B)(6) 2025 alinity I toxo igg 8.20 reactive, alinity I toxo igm 0.12 index nonreactive. The sample was sent to reference lab. Toxo igg elisa method 82 iu/ml (positive if >35). Toxo igg elfa method 32 iu/ml (positive if >/= 8). Toxo igg avidity elfa method 0.6 index (high avidity >/= 0.30). Toxo igm elisa method negative. No impact to patient management.

Event description:
The customer observed false nonreactive alinity I toxo igg on a prenatal patient on (B)(6) 2025. Sid (B)(6) tested on (B)(6) 2025 alinity I toxo igg 7.2 iu/ml reactive, alinity I toxo igm 0.13 index nonreactive. Previous testing was (B)(6) 2025 alinity I toxo igg 1.40 nonreactive, alinity I toxo igm 0.10 index nonreactive. Previous testing was (B)(6) 2025 alinity I toxo igg 8.20 reactive, alinity I toxo igm 0.12 index nonreactive. The sample was sent to reference lab. Toxo igg elisa method 82 iu/ml (positive if >35). Toxo igg elfa method 32 iu/ml (positive if >/= 8). Toxo igg avidity elfa method 0.6 index (high avidity >/= 0.30) toxo igm elisa method negative. No impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 71074be00. Return testing was not performed as sufficient information was available to assess whether a product deficiency exists and whether the assay is performing appropriately. Further, the customer had already performed supplemental testing showing that alinity I results were false non-reactive. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 71074be00 was identified.